Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap was protruded and loose. Customer's blood glucose level was unknown. Customer reported that the insulin pump had compromised force sensor alarm occurred. Customer was advice that insulin pump will needs to be replaced and to discontinue use of the insulin pump and revert back using manual injections or pens as per doctor's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime/a33 test, excessive no delivery test.